Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly detached and with one clip arm activated and the other one bent. No other problems with the device were noted. The reported complaint of clip unable to release from catheter was not confirmed since the as the clip assembly returned fully deployed. It is most likely that the clip arm got bent was a result of factors related to the procedure and manipulation, such as a high axial asymmetric load applied to only one clip arm. It is likely that the customer tried to grasp a large amount of tissue, action that can cause a deformation in the distal section of the clip arm, affecting the capability of closure correctly its jaws. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon the during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the resolution 360 clip was deployed; however, the clip did not detach from the catheter. Attempts were made to open and close the clip until it is released from the tissue, but it did not detach from the catheter. The entire device was then removed from the scope and an attempt was made to release it outside the patient, but it still did not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon the during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the resolution 360 clip was deployed; however, the clip did not detach from the catheter. Attempts were made to open and close the clip until it is released from the tissue, but it did not detach from the catheter. The entire device was then removed from the scope and an attempt was made to release it outside the patient, but it still did not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.